Manufacturer narrative:
This is a second occurrence of a previously reported issue on pr (B)(4) with MDR # 3030677-2019-02469. The device was not returned for investigation, but has been requested. If device is received, investigation will take place on pr (B)(4) with MDR # 3030677-2019-02469.

Event description:
It has been reported that the device is draining batteries.